Event description:
The pharmacy technician was working with the automix machine. The technician had noticed that after pumping approximately 15 bags of tpn the automix 3+3 tubing was starting to leak. It was leaking by the white disk that holds the tubing in place around the rotor. The leak was only on the lipid lead. After changing the tubing everything was fine.